Event description:
The hcp reported the patient presented in 2005 with signs of an infection of the lumbar region site. These included redness, swelling, drainage, pain, incisional wound opening, and catheter erosion through the skin in back. A culture of the lumbar region was reported as positive for staph aureus. The patient did not have meningitis. The patient was treated with both IV and oral antibiotics and the device system was explanted. The infection is reported to have resolved. On explant, the catheter was found to be coiled up under the skin.